Event description:
On 08-sep-2025, it was reported that on 07-sep-2025, a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 400 mg/dl after a cartridge leak was identified. The user performed a full supply change and administered manual insulin injections, after which glucose values returned to range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.